Event description:
The foleys are leaking. No other information provided.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The foleys are leaking. No other information provided.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of the returned sample, further investigation to determine actual root cause of the problem reported could not be determined. Therefore, this complaint could not be confirmed.